Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1. Address information was not able to be obtained, therefore, nj was used as a place holder.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced tubing disconnection. The following information was provided by the initial reporter: tubing became disconnected at pumping segment.

Manufacturer narrative:
H6: investigation summary no actual product sample (mat # 2426-0500) was returned by the customer. The customer returned photos of the incident. It was reported by the customer that the tubing became disconnected at pumping segment. The photos could verify the complaint and it shows that tubing got separated from the pumping segment of set. A device history record review for model 2426-0500 and lot number 22083012 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The information was forwarded to the manufacturing plant for further investigation into possible root cause. The possible root causes of this separation are: improper use of assembly equipment by operator when joining the blue clip portion to tubing or an issue with the solvent dispenser when applying solvent (glue) to the tubing before insertion into blue clip. There have been multiple improvements to the equipment and education of staff since the production of this set-in attempt to eliminate further occurrences of this failure.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced tubing disconnection. The following information was provided by the initial reporter: tubing became disconnected at pumping segment.